Manufacturer narrative:
Product ID 8709sc, lot# n283573008, implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump was explanted on (B)(6) 2019 and would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-mar-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine *6 g/ml at 1.6823 mg/day) and hydromorphone (25 mg/ml at 7.009 mg/day) via an implantable infusion pump. It was reported that the patient had complained of increased pain. A dye study was performed and it was noted that the catheter was aspirated with difficulty and there was trouble pushing the dye. The rotors appeared to not be turning. It was reported that there was a potential bend in the catheter that could be causing the issues with the catheter not flowing correctly. The hcp plans on revising or replacing the catheter but surgery had not been scheduled yet. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.